Event description:
During a transurethral cysto-lithotripsy procedure, karl storz continuous flow resecto sheaths were allegedly used, along with a deflector to deliver the ehl probe to break the bladder stone(s). Pt was under chemo treatment for prostrate cancer and the bladder was very tender. The bladder wall was perforated during the use of ehl. While flushing the stones the resectoscope beak broke off and went through the perforation to retroperitoneal. Suprapubic open surgery was performed to remove the stone fragments and repair the perforation. Though the broken beak was visible on the x-ray, it was not reachable and therefore was not removed. Pt was discharged 6 days later. The next month, pt had another procedure to repair the urine extravasation of bladder neck and with a surgeon's assistance, the broken beak was also removed with a clamp forceps. Pt was doing well with the procedure and has been discharged.